Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, multiple struts perforating the wall of the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, multiple struts perforating the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, pain and suffering, and other damages.

Manufacturer narrative:
Device was initially reported with incorrect product brand name, model number, and catalog number. The corrected information is available in sections brand name, and model and catalog.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a preoperative diagnosis of cerebral bleed with inability to anticoagulated with high risk for deep venous thrombosis. During the implantation of the filter via right femoral vein, the filter was deployed at the l2-3 level. It opened completely and was adherent to the walls and did not migrate. The patient tolerated the procedure well. Approximately fourteen years and four months the patient underwent a computerized tomography (CT) scan. The CT scan report noted the ivc is not tilted. The apex of the ivc filter is 2.4 cm below the right renal vein. There are multiple stress perforating the wall of the ivc as follows: anterior 3mm; left anterolateral 3mm; left posterior lateral 3mm; posterior 3mm; right posterior lateral 3mm; and right anterolateral 3mm. There are no broken or bent struts. The report also noted there was a benign calcified granuloma in the middle lobe and the right lung. Gall bladder and spleen were surgically absent. There was a 3mm stone in an interpolar calyx of the left kidney. The report also noted the patient was status post gastric bypass with gastrojejunostomy. There was a midline supraumbilical ventral hernia. There was a 5.9cm in diameter intramuscular lipoma in the left gluteus and minimus muscle. There was calcific atherosclerotic cardiovascular disease (ascvd) of the abdominal aorta. There was mild multilevel degenerative disc disease of the lumbar spine. There was a right total hip arthrosplasty. The report also noted that the was a history of cervical cancer prior to filter implantation. According to the information received in the patient profile form (ppf), approximately on or about fourteen years and four months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc. The patient states to suffer from anxiety, depression, constant worry and inability to participate in many activities and normal everyday living. As reported, the patient underwent placement of the trapease vena cava filter. Per the medical records, the patient had a cerebral bleed with inability to anticoagulated with high risk for deep venous thrombosis. During the implantation, the filter was deployed at the l2-3 level. It opened completely and was adherent to the walls and did not migrate. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, multiple struts perforating the wall of the inferior vena cava. Approximately fourteen years and four months later, a CT scan report noted that the ivc is not tilted. The apex of the ivc filter is 2.4 cm below the right renal vein. There are multiple stress perforating the wall of the ivc as follows: anterior 3mm; left anterolateral 3mm; left posterior lateral 3mm; posterior 3mm; right posterior lateral 3mm; and right anterolateral 3mm. There are no broken or bent struts. The report also noted there was a benign calcified granuloma in the middle lobe and the right lung. Gall bladder and spleen were surgically absent. There was a 3mm stone in an interpolar calyx of the left kidney. The report also noted the patient was status post gastric bypass with gastrojejunostomy. There was a midline supraumbilical ventral hernia. There was a 5.9cm in diameter intramuscular lipoma in the left gluteus and minimus muscle. There was calcific atherosclerotic cardiovascular disease (ascvd) of the abdominal aorta. There was mild multilevel degenerative disc disease of the lumbar spine. There was a right total hip arthroplasty. The report also noted that the was a history of cervical cancer prior to filter implantation. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc. The patient states to suffer from anxiety, depression, constant worry. There is no medical evidence to link the presence of the indwelling ivc filter with the reported events of splenectomy, cholecystectomy, pulmonary granuloma, kidney stone, gastric bypass, ventral hernia, lipoma, atherosclerotic cardiovascular disease, degenerative disc disease, and hip arthroplasty. These events will remain non-complaints for the filter device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).